Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, "rupture". Confirmed via MRI. This record is for a right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d6b, g2, h6.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported "rupture" confirmed via MRI. This record is for a right side. Device has been explanted and replaced.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as surgical damage and missing assessed as inconclusive. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.